Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received questionable elecsys ft3 iii results from a cobas 8000 e 801 module. The sample was submitted for investigation and was tested on a cobas 6000 e 601 module on (B)(6) 2019. It was unknown if any erroneous result was reported outside of the laboratory. There was no allegation of an adverse event.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. From the information provided, a general reagent was not likely.